Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (misaligned) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/17/2016 with the following findings: during testing, the display was not found to be misaligned. The complaint was not duplicated during testing. Unrelated to the complaint, the battery compartment was observed to be cracked. The display was dim and discolored. The returned battery cap had damaged threads. The cartridge compartment was observed to be damaged. The pump case was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.